Event description:
International affiliate reported that the reservoir did not expand when the drain was removed from the patient on four days post-op. The surgeon cut the end of the drain and reconnected the drain to the reservoir. The reservoir then expanded suggesting the drain had been clogged.

Manufacturer narrative:
H6: conclusion - the product upon which this medwatch is based is anticipated.